Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, massive fibrosis (injection site fibrosis), was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: mlosek rk, migda b, skrzypek e, sloboda k, migda m: the use of high-frequency ultrasonography for the diagnosis of palpable nodules after the administration of dermal fillers. J ultarson 2020; 20: e248-e253. Doi: 10.15557/jou.2020.0044.

Event description:
This MDR is related to MDR 3013840437-2021-00023, 3013840437-2021-00024, and 3013840437-2021-00025 referring to the same literature article. This is a literature report from a study aimed to assess the performance of high-frequency ultrasound in the diagnosis of palpable nodules that developed after the administration of dermal fillers. This literature report from (B)(6) concerns a (B)(6) year-old female patient. She was injected with hyaluronic acid, into the lips. Twelve years after the treatment with hyaluronic acid, the patient experienced small, hard nodules in the region of hyaluronic acid injection (considered as permanent). As reported, the symptoms were troublesome to the patient and prompted her to report it to a physician. The patient underwent a skin ultrasound of the affected location. The examination was performed with an epiq 5 ultrasound machine with a broadband linear l18-5 transducer of variable frequency up to 18 mhz. The ultrasound diagnosis was a massive fibrosis (considered as severe) within the subcutaneous tissue. The outcome of the events was unknown. In the opinion of the authors, ultrasound images obtained at the frequency of over 15 mhz may be useful for skin assessment due to their high resolution, which enables one to evaluate the epidermis, dermis or deeper tissue. This allowed simultaneous diagnosis and implementation of immediate treatment, which was particularly significant in the case of early complications. Ultrasonography was non-invasive, safe for patients, inexpensive and broadly available.